Manufacturer narrative:
Product event summary: one controller and two batteries were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) within the analyzed period. Analysis of the event log file revealed two controller power up events at 09:15:11 on 08/22/2018 and at 09:28:43 on 09/01/2018. Data logs prior to and following the 08/22/2018 controller power up event were not available as the controller can only store a maximum of 30 days of data; after reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The controller was without power for 14 seconds during the 08/22/2018 loss of power. The data point prior to the 09/01/2018 loss of power revealed that (B)(4) was connected to power port one with 95% relative state of charge (rsoc) and (B)(4) was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one and no power source was connected to power port two. The controller was without power for 16 seconds. As a result, the power switching and loss of power events reported in september were confirmed. However, no losses of power or alarms were logged on october 5, 2018; as a result, the "no power alarm" event reported in october could not be confirmed. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca (B)(4) on 06/18/2018. An additional power source lubrication procedure was performed in accordance with the requirements under fsca (B)(4) on 10/04/2018 to mitigate the reported conditions and the batteries remain in use. The most likely root cause of the reported premature power switching event after lubrication can be attributed to fretting corrosion of the controller power port pins and/or due to a worn controller power port pin socket contact spring. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on one or both power sources. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 product event summary: the controller and two batteries were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the event log file revealed two controller power up events at 09:15:11 on (B)(6) 2018 and at 09:28:43 on (B)(6) 2018. Data logs prior to and following the (B)(6) 2018 controller power up event were not available as the controller can only store a maximum of 30 days of data; after reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The controller was without power for 14 seconds during the (B)(6) 2018 loss of power. The data point prior to the (B)(6) 2018 loss of power revealed that (B)(6) was connected to power port one with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port and no power source was connected to power port two. The controller was without power for 16 seconds. As a result, the power switching and loss of power events reported in september were confirmed. However, no losses of power or alarms were logged on (B)(6) 2018; as a result, the "no power alarm" event reported in (B)(6) could not be confirmed. A power source lubrication procedure had been performed on the batteries on (B)(6) 2018. An additional power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries remain in use. The most likely root cause of the reported premature power switching event after lubrication can be attributed to fretting corrosion of the controller power port pins. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on one or both power sources. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650 / expiration date: 2019-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-03-31 (B)(4). Heartware ventricular assist system - battery /(B)(4)/ model #: 1650 / expiration date: 2019-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a no power alarm and the controller went blank for a second. It was also reported that the controller had a double power disconnect and the two batteries were involved in power switching. All the power sources were lubricated. The controller and the batteries remains in use. No patient complications have been reported as a result of this event.